Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tubing of a uv-flash transfer set was leaking due to a reported crack. This event did not involve a patient injury or medical intervention. No additional information is available.